Event description:
It was reported that the 9600 system would lock up at boot up. Also the power cord was damaged. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and power cord were replaced during the service call. The system was tested and found to be working as intended and put back into service.